Event description:
The customer reported the user initiated philips performance verification leakage safety test current was very high.

Manufacturer narrative:
(B)(4). The philips customer repair center (crc) evaluated the device. The crc was not able to recreate the performance verification leakage current test failure, however, the crc found that the ac mains internal ground cable had been cut/severed. This condition could cause performance verification leakage current safety test failure. We will consider that replacement of ac internal cable (includes ECG out) assembly reconnected ac mains ground and resolved the reported issue. We cannot determine how the internal ground cable had been cut/severed. The device passed operational performance assurance testing and was returned to the customer.